Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. No visible contamination. Event history log (ehl) showed force sensor test error. Power up process and calibration verification test were performed and the reported problem was duplicated during power up process; there was a steady state reading of the force sensor (with no pressure on it). The root cause was deemed to be a result of normal wear. Actions were taken to mitigate the reported issues: performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the pump showed force sensor test. No patient injury was reported.